Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had changes in stimulation intensity and their toes were curling. The patient noted that she does have hypertonic pelvic floor dysfunction and it is flaring. The patient wondering if that might have an effect on the stimulation. The patient stated that she had already decreased the settings and changed programs to troubleshoot. The patient reported that the changes in stimulation output occur intermittently, and that it depends on how she is standing or sitting. The patient reported the changes in stimulation output where felt in her left leg. The patient was redirected to their healthcare provider (hcp). No further complications were anticipated/reported.